Event description:
Pt was treated on 8/26/96 discoloration and pain were noted at the glabellar treatment site. On 8/28/96, symptoms persisted. On 8/29/96, the pt noted redness and swelling which extended from the glabellar treatment site toward the bridge of the nose. The physician diagnosed a vasospasm; intramuscular cortisone and oral prednisone were prescribed. As of 9/3/96, all symptoms had improved.